Manufacturer narrative:
The insulin pump was received with missing segments due to cracked zebra connector at lcd board. The device had cracked case at display window corners, cracked battery tube threads, and minor scratched display window.

Event description:
It was reported that the customer's insuln pump has a partial display. Customer's blood glucose level at the time 131mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.